Manufacturer narrative:
Failure analysis noted that the pump was received with currents in specification. There was no unexpected battery out limit. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched lcd window, cracked display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 121 mg/dl. The customer was not on the pump and was on the backup plan. Troubleshooting was able to resolve the issue. The pump passed the self-test and they were able to rewind the pump. The motor error alarm occurred more than once in the last thirty days. The device was returned for analysis.